Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ particles in valve: observed. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported "deflation seen visually". Healthcare professional later reported "particles in valve" and "hole, non-specific". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation seen visually". Healthcare professional later reported "particles in valve" and "hole, non-specific". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device info: additional, changed, and/or corrected data: b5, h3, h6. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flaw opening. Particles in valve: observed. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation seen visually". This record is for the right side. Device was explanted and replaced, device has returned.